Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that on (B)(6) 2010 that the patient presented with spinal stenosis at l2-3 with retained hardware l3-sl. The patient underwent a gill laminectomy at l2 with bilateral facetectomies, posterior spinal fusion, and posterior lumbar interbody fusion l2-3 and removal of segmental fixation l3-s1. Interoperative use of emg, infuse, and spineology mesh cage. On the left side a complete discectomy was performed with sequential reamers and pituitaries. Bleeding bone was then achieved at the end plates. Following this a spineology large mesh cage was filled into the disc space with excellent positioning. Infuse was placed into the disc space prior to placement of the graft. Following placement, autologous bone graft was morcelized then combined with infuse and packed into the lateral gutters bilaterally. The patient was taken to recovery in stable condition.